Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extreme chest and back pain one day post-implant. The patient was discharged from the emergency room but three days post-implant they returned to the emergency room with shortness of breath and pain. It was found that a perforation had occurred resulting in pericardial effusion. The right atrial (ra) lead and right ventricular (rv) lead were repositioned, with the right atrial (ra) lead being subsequently replaced due to difficulty getting "good numbers". No further patient complications have been reported as a result of this event.